Manufacturer narrative:
Age at the time of event: over 18 years old. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure (B)(4).

Event description:
It was reported partial deployment and stent damage occurred. A 7x200x130 innova stent delivery system was introduced to the target lesion with ease through a "pretty convoluted crossover." The first centimeter was deployed smoothly; however, then the thumb wheel was turning without resistance. They attempted to use the pullback mechanism to continue deployment, but were unable to completely deploy the stent. The stent was removed partially deployed and was damaged upon removal over the bifurcation. It was removed successfully and three stents were deployed to cover the lesion. There were no patient complications reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with stent. The outer shaft/sheath was buckled in numerous locations. The wheel turned and retracted freely. The handle was opened and it was found that the middle sheath detached from the retainer. There was no damage or other irregularities to the handle or the components inside the handle, also all the components¿ were accounted for inside the handle. The stent was received partially deployed, fractured and damaged. There was 8mm of the stent protruding from the tip and 190mm of the stent was left inside the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported partial deployment and stent damage occurred. A 7x200x130 innova¿ stent delivery system was introduced to the target lesion with ease through a "pretty convoluted crossover." The first centimeter was deployed smoothly; however, then the thumb wheel was turning without resistance. They attempted to use the pullback mechanism to continue deployment, but were unable to completely deploy the stent. The stent was removed partially deployed and was damaged upon removal over the bifurcation. It was removed successfully and three stents were deployed to cover the lesion. There were no patient complications reported and the patient's condition is stable.